Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2017 with the following findings: a review of the pump black box data showed multiple unexplained pump reboots occurred. During a visual inspection of the pump, the battery compartment was found to be cracked at the threads. The returned battery cap has stripped threads. The cap unable to fit securely and a power loss occurred. A test cap was used to complete a 24-hour duration test and no further power interruption occurred during the investigation. The pump cover was removed and no evidence of moisture or damage was observed on the printed circuit board or internal components.